Event description:
Pump malfunction "air in line" when no visible air in line during surgery. Propofol was infusing on this pump. Patient required IV push propofol intra-op while this malfunction was occurring.